Manufacturer narrative:
This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: preliminary analysis found that wireless telemetry could not be established, confirming the reported field experience. Further analysis determined that when a telemetry c session was attempted, communication with the device was not possible and the device would remain in this state indefinitely creating a current drain and eventual early battery depletion.